Event description:
A talent stent graft sys was implanted in a pt for the endovascular emergent treatment of a ruptured thoracic aortic aneurysm. It was reported that the pt was implanted approx 22 months ago. Three months ago, the pt returned for intervention due to proximal stent graft migration. It was recently reported that all three stent grafts moved distally, initially there was only a report of one device migrating. (MFR# 2953200-2010-01454, 2953200-2010-01877, 2953200-2010-01878). The pt was brought back one month ago for repair of the migrated stent graft and a proximal type I endoleak. During the secondary intervention the physician first implanted a talent 46x44 followed by two 46x46 distal cuffs. It was reported that the cuff was caught on the wire and pulled down occluding all the great vessels. The physician was working on resolving the occlusion with a device that could not be advanced due to vessel morphology and was reported to have kinked. (MFR# 2953200-2010-01880). The device was removed from the pt without issue and discarded by the user facility. It was reported that stents were put in his right renal and sma to allow flow. Pt was released from the hospital and reported to be fine.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007 (unable to process test, activated read failure) was occurring on the architect analyzer when using reaction vessel lot 71555p100. There was no impact to patient management reported.